Event description:
Reported by the complainant as follows: patient with an ostomy since (B)(6) 2009, used the esteem closed pouch (B)(4) with no problem. But lately the patient noticed that the adhesive looked stronger. And the last (B)(6), after changing the pouch, small vessels around the ostomy began to bleed profusely and face of this bleeding, the patient called the emergencies. Male patient who had 'stoma' constructed in 2009 following treatment for ca colon. Co-morbidities include: obesity; hypertension, parastomal hernia and anemia (patient is on anti-hypertensives), based on the above information, this ae 'bleeding stoma' is deemed serious as the bleeding was reported to have been severe enough to require hospitalization. A casual relationship between the device and this event cannot be completely ruled out with the information we have but it is more plausible that this level of profuse bleeding is as a result of ectopic stomal varices these are porto-systemic vessels formed between the mucosal vessels and the peristomal cutaneous vessels possibly in patients who have portal hypertension and mucosal venous congestion. It was reported that the bleeding stopped with no particular care. The patient was hospitalized, no special care given, the patient left the hospital after 48 hours. It was also reported that the patient suffered another episode of bleeding with another product since the event was reported.

Manufacturer narrative:
(B)(4).